Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). The cause of the faulty charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, no image was displayed on the monitor and a leak was discovered in the cable unit. The leak was the most possible cause of the image fault. In addition, a scratch on the camera unit was discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that the 4k camera head was not detected when preparing the device for use in an unspecified procedure. There were no reports of patient harm.